Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation this report shall be updated.

Event description:
It is reported that the patient is experiencing pain, swelling, and loosening. The patient reportedly received cementless nexgen implants in (B)(6) 2009. Surgeon has recommended revision. At this time, it is unknown if a revision surgery has been planned.